Event description:
It was reported that the system had a keyboard failure error and locked up. There was no patient injury or death reported

Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyboard was replaced during the service call. The system was tested and found to be working as intended and returned to service.